Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. It was suspected as due to right atrial (ra) lead fracture. The patient was scheduled for a ra lead explant procedure; however, the patient did not attend their last appointment. This device remains in service. No additional adverse patient effects were reported.